Event description:
It was reported that during a low anterior resection, there was leakage. Sutured anterior portion of anastomosis on both corners and both sides and also the posterior side of the anastomosis which appeared to stop the leak. Post-op, the patient had inflammation around the anastomosis.